Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently ¿glitching¿ and would switch display screens without choosing a specific screen. Customer¿s blood glucose level was 180 mg/dl. Although the touchscreen was initially "glitching", during troubleshooting with tandem technical support, the touchscreen functioned as intended. Reportedly, the customer continued to use the pump for insulin therapy.